Event description:
It was reported that during a ptca/stenting procedure, the stent delivery dislodged from the liberte' monorail stent delivery system and the patient subsequently expired. The lesion was located in the 95% stenotic and moderately tortuous and calcified proximal left anterior descending (lad) coronary artery. The physician had successfully deployed a 2.75x32mm liberte stent in the mid lad. He then attempted to deliver the 3.5x24mm liberte' monorail stent, however, some resistance was encountered during positioning of the stent. After several attempts, the physician noted that the stent had dislodged in the ostium of lad. The physician attempted to locate the stent, however, the patient began to experience a drop in blood pressure and heart rate. The physician initiated CPR, however, the patient expired. The cause of death is unknown. Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.